Manufacturer narrative:
The reagent lot number is 79646901 with an expiration date of 31-oct-2025. The investigation reviewed the calibration on 10-sep-2024. The level 1 signals were within the expected range; the level 2 signals were slightly below the expected range. The investigation reviewed the qc. The results were close to the target mean and were within the expected range. The investigation noted that the module's measuring cell was out of specification. A general reagent problem was not identified. Based on the information provided, the specific cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys total psa (tpsa) results from two patient samples tested on the cobas e 601 module. Sample 1: the initial result was 4.55 ng/ml. The first repeat result was 1.90 ng/ml. The second repeat result was 1.93 ng/ml. Sample 1: the initial result was 16.27 ng/ml. The first repeat result was 0.937 ng/ml.